Event description:
It was reported that a revision surgery occurred because, the patient has had a fluid filled cyst.

Manufacturer narrative:
Zimmer did not receive the explanted device for analysis. No lot number was provided for investigation, so a review of the device history could not accomplished. From the information provided, there is no indication that a corrective action is required. Should additional information be received that changes this assessment, an amended report will be filed. Zimmer considers this case closed.

Manufacturer narrative:
This case was reopened on february 21, 2017 to enter additional information which was received on february 20, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 56/50 code p on the left side on (B)(6) 2005. The patient was revised on (B)(6) 2009 due to pain, pseudotumor, fluid collection, cyst, loosening.